Event description:
Possible rupture of right breast implant and rupture of left implant. Mammogram and ultrasonography noted a silicone leak on left side of right breast. The left implant was ruptured, and the right implant had a small tear.